Event description:
Note: this report pertains to one of two sensation snares that were used in the same procedure. It was reported to boston scientific corporation that a sensation snare device was used to treat colonic polyps in the large intestine during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2026. During the procedure, it was noted that the snare handle section made a cracking sound when attempting to ligate the target lesion. Upon ligating and applying current, the device delivered poor energy; thus, the lesion was poorly cut. The procedure was completed with another sensation snare device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of the device delivers energy intermittently. Block h11: the returned sensation snares device was analyzed, and during visual inspection, no visible damages were found. The electrical test was performed, and the device was found within specification and also showed continuity. Finally, the device was tested with the erbe, and as a result, the erbe shows no problem supplying the energy to the snare. No other problems with the device were noted. It was confirmed this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations which could have contributed to the reported event. The reported event of device delivers energy intermittently was not confirmed. The investigation found that the device did not have any visual issues/damages. The device was submitted to a continuity and electrical test; as a result, the device was within specifications. Furthermore, the device was tested with the erbe plugged into it, and the erbe shows no problem supplying the energy to the snare. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
Note: this report pertains to one of two sensation snares that were used in the same procedure. It was reported to boston scientific corporation that a sensation snare device was used to treat colonic polyps in the large intestine during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2026. During the procedure, it was noted that the snare handle section made a cracking sound when attempting to ligate the target lesion. Upon ligating and applying current, the device delivered poor energy; thus, the lesion was poorly cut. The procedure was completed with another sensation snare device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of the device delivers energy intermittently.